Event description:
It was reported that a user new to the ilet experienced hyperglycemia with a glucose value of 236 mg/dl without a meal announced, and a site change to a contact detach set had just been performed while the device was in its learning phase. Customer care provided support that included troubleshooting with user education. Investigation of this case revealed no device malfunction identified and no component-related issues observed during support; the event was attributed to cause unclear given early learning-phase operation and recent infusion site change. No symptoms associated with elevated blood glucose reported. Outcomes included no reported injury or medical intervention. It was concluded, based on previously established findings for similar reports, that the cause was unknown. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.